Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2015, with the user manually power cycling the device. Between the (B)(4) 2015 the device recorded multiple manual power ups. The returned pad-pak was inserted into the device, the device displayed a constantly lit red status led and a constant failure beep. The device was then manually powered on via the on/off button with advisory prompts given before being powered off with no warning given. The red status led remained constantly lit throughout along with the constant failure beep. The device was tested and successfully delivered a test shock. The red status led remained constantly lit, alongside a flashing green status led and a constant failure beep. The current drain was measured and indicates a fault. The device was disassembled for investigation. Investigation found the reported fault can be attributed to a solder short within the membrane. This resulted in the red status led flashing alongside the green status led with a constant failure chirp present. The fault could not be replicated with a new membrane fitted.

Event description:
There was no patient involved in this event. High frequency sound and red status indicator flashing.